Manufacturer narrative:
Unit received with loose drive support cap. Unit passed the displacement test. Unable to prime during the prime/a33 test due to loose/protruded drive support disk.

Event description:
The customer reported via phone call that insulin pump was not working. Blood glucose was 134 mg/dl. Customer also reported that insulin pump was beeping. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.